Event description:
It was reported, the patient¿s implantable neurostimulator (ins) was explanted due to an infection. It was noted the extension was clipped posterior to the ¿ER lobe¿ to minimize the possible spread of the infection to the lead wire. It was further noted the lead and extension connection remained intact. It was noted, the infection was at the device pocket and the type of infection was unknown. It was further noted that cultures were taken from the patient¿s blood and device pocket. The reporter stated, the infection was diagnosed on 2013 (B)(6). It was noted the patient had redness at the device pocket. It was further noted, the patient was hospitalized and antibiotic treatment was necessary. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37602, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 37642 lot# serial# (B)(4); product type programmer, patient product ID 3387s-40 lot# v230077, implanted: 2009 (B)(6); product type lead product ID 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 7438, serial# (B)(4); product type programmer, patient product ID 3387s-40 lot# v248436, implanted: 2009 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2009 (B)(6); product type extension (B)(4).